Event description:
The facility reported a colleague infusion pump with "display on channel b too dim to read". This event occurred upon power up, but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not sent in for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information, a follow-up report will be submitted. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event for the reported condition.